Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurs.